Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2008. Additionally, on or about (B)(6), 2008. Additionally, on or about (B)(6), 2008 the decedent experienced two additional cardiovascular events and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2013-00806, 1225714-2013-00807, 1225714-2013-00808.